Manufacturer narrative:
The investigation into the reported 'delivery issues" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Based on the provided information, the root cause of the delivery issue was patient condition related, specifically the patient's small vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 67-year-old patient was scheduled for impella 5.5 implant for mechanical circulatory support. The surgeon felt that the vessel was small but without disease and at appropriate depth to attempt an impella 5.5 implant for patient support. Surgeon attempted and cannula kept kinking on itself and also bent 0.018 wire in half. The impella took trajectory towards head despite multiple manipulations and removing from sheath kit and reinserting. Therefore, the surgeon felt that continuing would dissect the artery and pump implant of impella 5.5 aborted. There was no reported patient harm.